Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the cartridge was reloaded. Subsequently, the cartridge became damaged. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 86 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.